Manufacturer narrative:
Inspection of the device is pending and results will be provided by a final report.

Event description:
Baxter received a report stating that during operation pst500 main lift started lowering by itself, eventually reaching the lowest position. No harm or significant impact to the surgical procedure was reported.

Event description:
Baxter received a report stating that during operation pst500 main lift started lowering by itself, eventually reaching the lowest positiont. No harm or significant impact to the surgical procedure was reported.

Manufacturer narrative:
The operating table involved in the event was returned to the manufacturers plant. It was identified that hydraulic liquid was coming out of the system and no liquid was in the tank furthermore. The hydraulic system was exchanged and returned to the manufacturer (supplier of baxter). The investigation determined a leak in the hydraulic cylinder which is responsible for the main lift of the operating table. The root cause was traced to a manufacturing issue, burr or chip on the piston tube or in the rod guide. After the hydraulic system was replaced in the operating table, the device was working as intended and it was returned to the customer. Based on this, no further actions are required.